Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd ms3 pump lost programming. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2021 via email, that the reported problem did not occurred, during infusion. Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed, and found evidence of reported problem. Visual inspection and functional testing were performed. The customer reported issue was confirmed. According to the investigation, the device was found to have lost programming, due to its not been able to hold programming after 2 days, without power from the battery. Further investigation, found faulty battery as the cause of the reported issue. According to the investigation, the pump aaa battery must be replaced as soon as possible, after the pump gives low battery notification. The problem source of the reported problem is faulty battery.